Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad fractured during femoral impaction as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a2, a3, b4, g3, g6, h2, and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with nicks, gouges, and work. The unit was fractured. Additionally, review of the fractured surface is consistent with overload failure, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed via product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.